Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission :12/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: multiple replace battery 128-fe88 alarms observed in pump histories. Voltage was not low at time of the alarm. Pump electrical current draws were tested and were within specifications. Battery compartment is cracked alongside of pump. Pump leaks at battery compartment. Pump opened and moisture damage found inside case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.